Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
This male pt with a history of smoking (current) was admitted with acute mi within 5 hrs of onset of symptoms. Cardiac enzymes were measured: ck=4.2 time uln, and troponin= 78 times uln. Pre-procedure the pt rec'd aspirin, plavix and heparin. Intra-procedure, heparin was administered. Angiography revealed a 28mm, total occlusion in the mid-right coronary artery (rca). The lesion was described as an irregular, eccentric, c type stenosis. The vessel was moderately angulated. The lesion was pre-dilated with a 2.0x8mm balloon inflated to 16 atms. A 2.5x33 cypher select stent was deployed to 13 atms with satisfactory results. The lesion was not post dilated. Residual stenosis was approximately 16mm. The pt was discharged with order for daily administration of aspirin, plavix (6 mos), statins, ace inhibitors, and beta-blockers. At one-mo, six-mo, and 12-mo f/us, the pt denied angina and was compliant with cardiac medications. Approx two yrs post index procedure, the pt was hospitalized for mi. This was treated with coronary artery bypass grafting (CABG). During the 3yfu telephone contact, subject informed the investigator that he currently had angina. No add'l info is available.